Event description:
Customer reported hospitalization due to high blood glucose readings of over 600 mg/dl. Customer stated that they took 25 units of insulin with a shot and the blood glucose readings came down to 400 mg/dl prior to the emergency room visit. Customer stated that the blood glucose readings were high because the insulin pump stopped working after a motor error alarm. Customer reported symptoms of cramping in muscle and extreme pain. Customer was treated with IV fluids, pain killers and muscle relaxers at the hospital. Customer stated that they took the insulin pump off four hours prior to the emergency room visit. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.